Event description:
The customer reported that the high-definition 3cmos autoclavable camera head connector is broken. There were no reports of patient harm.

Manufacturer narrative:
E1-facility postal code- 6150. The device was returned to olympus and the evaluation is ongoing. Follow-up in progress to obtain additional information regarding the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that the high-definition 3cmos autoclavable camera head connector is broken. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: it was confirmed that the electrical connector was missing, and the cable needed to be replaced. The information obtained from this complaint and the results of the investigation did not lead to the identification of the cause of the missing connector. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device.